Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all patients were not showing in all stations. A technical support specialist technical support specialist identified an error in the external inbound processing function and restarted the external inbound processor service. The processing count began to reduce as expected and was informed by hospital personnel that the issue originated from the electronic medical record system used by the facility and that the matter would be reviewed with the appropriate team and dialed into the application server and confirmed that the available for processing count had reached zero and then followed the knowledge article messages stuck - skipping dequeue - scheduled task - observer tool to permanently fix the issue, and the observer tool was successfully installed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all patients were not showing on all stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.